Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (500-600 mg/dl).